Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the atrial lead. The atrial lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of stylet insertion difficulty was confirmed. As received, a complete lead was returned in one piece without the stylet used during the procedure. The stylet found an obstruction near the distal region of the lead. Visual examination found blood at the obstruction area. The cause of the reported event was isolated to the blood clogging the inner coil. X-ray examination and stylet insertion test did not find any anomalies.